Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, that during a meniscal repair procedure, the first firing with the omnispan meniscal repair 27deg caused two plates to deploy. Another device was used to complete the surgery. No patient consequence and no surgical delay were reported. No additional information was reported. This report is for one (1) omnispan meniscal repair 27deg. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary the gun was not returned along with the needle; therefore, the returned device is incomplete. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. No anomalies were observed under magnification.the complaint cannot be confirmed.since the reported condition was not confirmed and no defect was found the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device lot/serial number 3l39772, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device history lot a manufacturing record evaluation was performed for the finished device lot/serial number 3l39772, and no non-conformances were identified.